Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the both instruments worn and had sharp edges, no longer suitable for use. Not repairable. Surgeon: dr (B)(6). Procedure: total knee replacement. Both instruments worn and had sharp edges, no longer suitable for use. Not repairable. No adverse to patient. No delay in surgery. What action was taken/ required to manage. The problem during the procedure?: nil.

Manufacturer narrative:
Pc-(B)(4).the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4).